Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the left cerebral electrode migrated. The diagnostic methods included simple magnetic resonance imaging (MRI) on (B)(6) 2016 that resulted in the identification of the issue. The etiology was not related to the device/therapy, but related to the implant procedure; the electrode contact location was noted. It was so reported that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions included explanting and replacing the migrated electrode on (B)(6) 2017 and resulted in an in-patient hospitalization; the event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# 0211106791, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there were no symptoms associated with the migration. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis of the event was updated to lead migration/dislodgement. It was also reported that the etiology was updated to related to the device/therapy and not related to the implant procedure; the incisional site/device tract was noted. No further complications were reported/anticipated.